Event description:
Customer alleged joystick locks up sometimes when trying to turn off. Joystick was replaced on po (B)(4). Qt # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA was initiated for this event. Repair purchase order was placed for this event, dealer po (B)(4). Model number tdxsp-mcg serial number/date code is approximately 1 year and 10 months of age at the time of this event. The user manual was issued with this device. It is unknown if the consumer has fully read or understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability, and medication regimen are unknown. The consumer is (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the joystick will not power down. The joystick allegedly will say it was shutting off and would say "goodbye", but it would not shut off. Allegedly, the dealer stated there was a "dead spot" on the on/off switch. It is unknown if the device has been repaired at this time. The device has not been returned at this time.